Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted some explant damage, and found that the helix mechanism was extended, with dried blood/ body fluid noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Next, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits, except for the pressure test, which failed due to cuts in the outer insulation. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed, resulting in pacing inhibition with five seconds of asystole. Loss of capture was also observed, and the cause for these issues was determined to be rv lead dislodgement. During the revision procedure, the helix mechanism was defective. The lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.